Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections d2. The correction information is reflected in this report. D.2 section incorrectly reported as mns product in the previous report, which is correctly reported as bzd product in this follow up report.

Manufacturer narrative:
The manufacturer previously incorrectly marked on manufacturer narrative on section h10 which should have been unmarked.the section b4 date in the previous report was incorrect and it should have been 06/30/2022.